Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The device was returned in original packaging. There was wear and chipping on the end of the drill tip, indicating use. The drill bit was not dented or deformed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Event description:
It was reported that during an arthroscopy for an anterior cruciate ligament reconstruction, using the pin passing drill tip with the endoscpc cann.drl. (Cannulated drill) there was metal shedding as the surgeon was reaming over the pin. The shedding pieces were removed with a mechanical shaver. The procedure was finished with the same device. There was no delay and no complications were reported. Results of investigation determined that pin passing drill tip had wear and chipping on the end of the drill tip. The endoscpc cann.drl.bit 4.5 strl did not have dents, notching, or dimpling.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The device was returned in original packaging. There was wear and chipping on the end of the drill tip, indicating use. The drill bit was not dented or deformed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy for an anterior cruciate ligament reconstruction, using the pin passing drill tip with the endoscpc cann.drl. (Cannulated drill) there was metal shedding as the surgeon was reaming over the pin. The shedding pieces were removed with a mechanical shaver. The procedure was finished with the same device. There was no delay and no complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.